Event description:
It was reported when using an unknown bd blood collection tube customer states that they observed many samples fibrin clots are formed. The following information was provided by the initial reporter. The customer stated: the blood samples are centrifuged, frozen and stored according to the delivered package leaflet. We observed that in many samples fibrin clots are formed and must be taken out manually by the laboratory staff after defrosting. This issue occurs since some time and by now we could not determinate the cause.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following information is for bd ppt¿ tube based on the information provided in the complaint:

Event description:
It was reported when using an unknown bd blood collection tube customer states that they observed many samples fibrin clots are formed. The following information was provided by the initial reporter. The customer stated: the blood samples are centrifuged, frozen and stored according to the delivered package leaflet. We observed that in many samples fibrin clots are formed and must be taken out manually by the laboratory staff after defrosting. This issue occurs since some time and by now we could not determinate the cause.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo for evaluation. The photo was reviewed and fibrin can be observed. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is confirmed based on the photo provided. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using an unknown bd blood collection tube customer states that they observed many samples fibrin clots are formed. The following information was provided by the initial reporter. The customer stated: the blood samples are centrifuged, frozen and stored according to the delivered package leaflet. We observed that in many samples fibrin clots are formed and must be taken out manually by the laboratory staff after defrosting. This issue occurs since some time and by now we could not determinate the cause.